Event description:
The company was informed that the pt's internal device has migrated so the external equipment is rubbing against the implant causing pain. The surgeon attempted to reposition the internal device. The surgeon subsequently explanted the pt's device reporting the device was not functioning properly. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.